Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile, 525cc, on the right and 425cc on the left, saline breast implants which the right side deflated, and there was issue with capsular contracture baker grade IV on the left side after implantation. The issue was confirmed during the visual examination. As a result patient underwent bilateral removal and replacement with mentor smooth round gel 600ml on the right and 450ml on the left side on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 2/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 additional information indicated that the left device identity was reported incorrect by the reporter, the corrected device for the left is as follow: left-mentor smooth round moderate profile, 375cc saline breast implants, lot number 5710176. Patient replacement device are as follow: right serial number is (B)(4) catalog number 3504501bc , left serial number is (B)(4), catalog number 3504501bc this report is for the left side. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on 3/29/2019. The device was received without fluid. No foreign material was observed within the device and white material was observed on the shell surface. During evaluation the device appeared intact. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. And no non-conformance's related to the reported complaint were identified. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for the finished device number 5710176, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).